Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging blood glucose levels in the 26 to 28 mmol/l range with nausea. The reporter indicated that blood glucose levels had remained high even after bolusing from the pump. The pump was reviewed with the reporter and confirmed that the time and date were set correctly in the pump, the basal rates were programmed correctly, there were no associated alarms in the pump history, all boluses were completed in full and were accounted for in the history, the total daily dose history correctly reflected the user programmed basal and bolus totals, and the prime history indicated that the supplies were changed appropriately and indicated adequate priming of the tubing. The reporter was advised that troubleshooting indicated that the blood glucose levels did not appear to be a pump issue and advised the patient to discuss the blood glucose levels with a health care provider. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.